Event description:
This morning I put in a new sensor and my readings we're off by 100 points, this is the third sensor from the same box to be off by at least 100 points within a day after putting it in. I use the dexcom g6 continuous glucose monitor with a tandem insulin pump with control iq so based on those erroneous readings control iq stopped giving me insulin and my blood sugar went high. Since this is the third sensor with this issue from the same box, I was concerned about the lot (I have used other sensors from different lots in between with no issues). FDA safety report ID # (B)(4).